Manufacturer narrative:
A specific root cause could not be determined based on the information provided. The issue is believed to be sample related as the issue was only observed with this specific sample. No other issues were reported before or after the event. Additional information for investigation was requested, but not provided.

Event description:
The customer reported that they received an erroneous result for one patient dialysis fluid sample tested for creatinine. The sample initially resulted as 68 umol/l and this result was reported outside of the laboratory. The result was questioned by the renal staff. The sample was repeated on (B)(6) 2014 and resulted as 471 umol/l. The sample was also repeated a second time on (B)(6) 2014, resulting as 459 umol/l. The patient was not adversely affected. The creatinine reagent lot number was 604974. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).